Event description:
It was reported that this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude, noise, and oversensing. Leading to an inappropriate shock delivered. Possible causes were discussed and troubleshooting options were recommended. Reprogramming efforts were performed. The s-ICD system remains in service and no adverse patient effects were reported.